Manufacturer narrative:
Stryker spoke to the customer over the phone and verified that the error code was logged in the memory of the device. After having the customer clear the code the issue could not be duplicated after subsequent testing. The customer returned their device to service.

Event description:
The customer contacted stryker to report they observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.